Manufacturer narrative:
The customer's reported complaint description of a portion of the catheter tubing had detached and migrated to the heart cannot be confirmed since no complaint sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A device history records (DHR) review of the packaging/assembly lots could not be performed since there was no reported lot number of device upn. Labeling review: the instructions for use, (16608224-01}) for the smartport device, contains the following statements: - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. Smartport system care guidelines - saline flushes: prior to drug administration, flush the system with saline solution to remove heparin. If more than one drug is administered, flush the system with saline solution between drugs. After patient treatment is completed, always flush the system to cleanse the catheter and port chamber. - heparin flush schedule: to keep the smart port implantable port system patent, the system must be flushed with heparinized saline at regular intervals. - heparin concentration: (10-100 units/ml) of heparinized saline. Typical volume of 3-5 ml. - venous systems: "heparin lock" once every 4 weeks. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. No UDI, model number, or lot number were provided. Multiple attempts have been made to obtain this information; however, no response was received. Reference (B)(4).

Event description:
A patient's wife reported that a piece of her husband's smartport broke off and traveled to his heart. No further details have been provided despite multiple attempts to obtain additional information.